Manufacturer narrative:
Note: the device was evaluated during preventative maintenance, finding that the venous occluder connector was loose and the connector mounting screws were not tightened. The screws were tightened to secure the connector, and the device performed to spec during testing. The device has been cleared for clinical use. This was an isolated issue and no further action will be taken at this time.

Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the venous occluder would not close or open, and could not be calibrated. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.